Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing three days after the device system was implanted. Technical services reviewed the x-ray and under-insertion of the electrode is suspected. It was advised to re-program the s-ICD device to primary vector to try to prevent an invasive option, and to closely monitor the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing three days after the device system was implanted. Technical services reviewed the x-ray and under-insertion of the electrode is suspected. It was advised to re-program the s-ICD device to primary vector to try to prevent an invasive option, and to closely monitor the patient. Additional information provided indicates the device system revision was performed and it was confirmed that the electrode was not fully inserted into the device header. The issue was corrected and the s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensing three days after the device system was implanted. Technical services reviewed the x-ray and under-insertion of the electrode is suspected. It was advised to re-program the s-ICD device to primary vector to try to prevent an invasive option, and to closely monitor the patient. Additional information provided indicates the device system revision was performed and it was confirmed that the electrode was not fully inserted into the device header. The issue was corrected and the s-ICD system remains in service. No additional adverse patient effects were reported.